Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported, the customer was experiencing high blood glucose. Customer stated, they attempted to deliver a 6.5 unit bolus, but did not observe insulin exiting. It was also found the insulin pump had an absence of alarms. Customer also stated their cannula was not bent when the infusion set was removed from their body. The customer also reported they were vomiting when their blood glucose was 379 mg/dl. Customer's healthcare provider advised the customer to disconnect from their insulin pump . Customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.